Event description:
It was reported that information was received from a patient's representative regarding an external device. The recharger is beeping continually. The issue started a couple weeks ago. The patient has never had problems in the past. Patient has not had any falls or accidents. The stimulator feels the same way it normally does. The stimulator is easy to palpate. Patient is using the drape and charging over thin clothing. They are not near any electrical magnetic interference or metal. Patient tried charging on skin and tried repositioning the recharger. Recharger would connect for a brief second and then start beeping. An email was sent to the repair department to replace the recharger device. Additional information was received from patient rep repeating a continuation of event previously reported. Caller stated patient received new recharger replacement and is using the new recharger but is continuing to have a similar problem. Caller reported sometimes patient places recharger and is able to charge but sometimes places it and it beeps continuously and won't stop beeping. Caller stated patient has tried charging over clothing, directly on the skin, tried repositioning recharger but it is not resolving. Caller stated it is getting very stressful for patient. Caller confirmed patient is using new recharger. Caller confirmed patient has not had any accidents/falls. Agent reviewed emi considerations with recharging. Patient stated they have tried charging in different rooms when having trouble and issue persists. Caller stated they contacted patient's programming physician initially when patient had this problem and referred caller to medtronic. Agent reviewed role of mdt rep and process to contact rep. Caller stated patient has appointment with programming physician in a month. Redirected caller to patient's managing healthcare provider to further address the issue and coordinate appointment with rep. Additional information was received from rep saying they received a call from nas requesting rep involvement for this case. Caller inquired about details of previous calls in this case as they are planning to be at the next appt with managing hcp on 01-may-2025. Agent reviewed information. Caller inquired about what could cause continuous beeping. Agent reviewed possibility of ipg in over discharge. Caller was agreeable to this is and commented that patient was young enough to likely not create an error by trying to open the therapy app after opening the recharger app. Caller commented that this is a very frequent problem they run into typically with older patients. Given that was historical information unrelated to reason for call, no sr information gathered. Caller inquired about how a pmr would be done with wr. Agent reviewed information and emailed caller guidelines with pmr instructions as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.